Manufacturer narrative:
One medfusion pump was received with the top case cracked in the front. The event history log was reviewed and there was a plunger place alarm in the history. Flow and occlusion tests as well as a calibration check were conducted. The reported error was unable to be duplicated. The size and position were in factor specification for calibration. The plunger board was replaced as a preventative measure since the part was over 10 years old.

Event description:
Information was received indicating that a smiths medical medfusion pump's plunger was not in place and the syringe was not positioned correctly. There was no reported adverse event.